Event description:
It was reported that the patient¿s right atrial dislodged; the lead exhibited an increase in capture threshold and decrease in p wave sensing. The lead was extracted and replaced. The patient was in stable condition.